Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the harvester was performing an erah and had completed dissection and the fasciotomy without incident. The surgery had progressed to dividing the branches and tissue, and had finished about half of the work required when the burning became intermittent. The surgeon is not aware of any lengthy burns or stacked burning that would have initiated the auto-shutoff feature of the device. The customer began to focus on activation time and the rest periods in between and continued to experience shutoff periods in that time frame that were not consistent with the auto-shutoff. There was no noticeable procedural delay the case was finished without further incident. The procedure was completed with the same device. Power setting at 3. There was an audible beep during normal use and the beeping stopped during the shutoff period. Both lights on the power supply were illuminated. There were no attempts to change any of the cables. No patient harm.